Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair. Product evaluation. Product review of the skin graft mesher sn (B)(4) by dover on (B)(6) 2020 revealed that the gear was worn, and spring pin and cap nuts were replaced. The ratchet was also oiled. Both cutters failed. Product repair. Repair of the device was performed by dover on (B)(6) 2020 which included replacement of the following: sideplates, comb, ball detents, bushings the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device has worn gears. The investigation showed it was not cutting properly. No adverse event was reported as a result of this malfunction.